Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needles could not be attached properly. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1243881. It was reported pen needles do not attach as intended.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needles could not be attached properly. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 1243881. It was reported pen needles do not attach as intended.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-24. H6: investigation summary customer returned 3 used 4mm, 32 gauge nano pro pen needles without the teardrop labels. No visual defects were observed when first inspecting the pen needles. Each of the pen needles was then tightened onto a test pen. Saline was pushed through the system and out the distal tip of the pen needle. Each of the returned pen needles featured no defects and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of being unable to attach the pen needles. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needles could not be attached properly. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550; batch no: 1243881. It was reported pen needles do not attach as intended.